Event description:
This lead was explanted and replaced due to a fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
A correction was made to the manufacturers analysis. The method, result, and conclusion codes remain unchanged from follow up one. Upon receipt, the lead under complaint was found cut approx. 43 cm distal to the lead tip. Only the distal fragment with an explantation aid was received for analysis. The proximal part including the is-1 connector pin was missing. The visual inspection revealed multiple abrasion marks along the lead fragment. However the insulation was found intact and no conductor fracture was detected. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The lead tip was found ruptured immediately distal from the ring electrode. The inner insulation was found damaged and the inner conductor coil was stretched distal to the ring electrode to a length of 19 cm, in addition the fixation helix was found deformed and the steroid collar was removed from the lead tip. These damages most likely occurred during the extraction procedure due to tensile forces. Damages like cuts into the insulation 34, 15, 8 and 6 cm proximal to the lead tip most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 43 cm distal to the lead tip. Only the distal fragment with an explantation aid was received for analysis. The proximal part including the is-1 connector pin was missing. The visual inspection revealed multiple abrasion marks along the lead fragment. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further analysis of the returned lead fragment revealed a damaged fixation helix, cuts into the insulation, a loose ring-electrode and a damaged lead tip, which most likely occurred due to the mechanical forces applied during the explantation procedure. However, no lead fracture could be found within the lead fragment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.